Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed and required maintenance. A field service engineer (fse) investigated a station that was randomly failing. Upon inspection, liquid was found spilled at the back of the drawers. The area was cleaned thoroughly, and the drawers were tested without any issues. The station was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed.however, there were no delays or adverse events or injuries reported based on this event.